Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage: damaged battery compartment threads and damaged battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2015-product analysis:the device was returned and evaluated by product analysis on 04/10/2015 with the following findings:review of the pump¿s black box revealed multiple installations of partially discharged batteries. The battery compartment was undamaged. The battery cap threads and exterior top was worn; the battery cap was unable to secure properly to the pump. A test cap could secure properly to the pump and was used for further investigation. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.